Manufacturer narrative:
Additional information was received that the top shoulder screw was not disengaged or backed off completely and heater door did not fall into the micro-environment. There was no reportable malfunction.

Event description:
It was reported that the heater door was broken. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A: no report of patient involvement. Legal manufacturer: hcs research park - 9900 innovation drive, USA, wauwatosa, wi 53226.

Manufacturer narrative:
The customer declined ge healthcare service. No repair information available.